Event description:
Customer's father reported hospitalization due to high blood glucose. The reservoirs had air bubbles. The current blood glucose reading is 171 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened or used reservoirs. Performed pre-fill test and both reservoirs passed per specifications. No air bubbles were observed during analysis. Checked o-rings and stopper groove for defects and none were found.